Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow-up report.

Event description:
It was reported that all sounds that the patient heard were intermittent. After a while the patient felt a small 'electric shock'. Testing confirmed that the device has malfunctioned.